Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d9, h3, h4, h6. Additional information was requested and the following was obtained: the diagnosis and indication for the index surgical procedure? Sui; sui treatment by subraurethral sling. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? No. What was the initial approach for the index surgical procedure? Transobturator route. Were any concurrent devices implanted? No. When was the mesh exposure first noted by a physician? (B)(6) 2024. Please provide the mesh exposure symptoms and diagnostic confirmation. Vaginal bleeding from time to time and hispareunia of the spouse. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No particular hypothesis. What is the patient's current status? Everything is fine. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: (B)(6) team received for evaluation one product of gynecare obturator product code 810081l and lot number 3771298. An investigation was performed on received product and on the batch record file. The product was decontaminated and well packaged. The received device was manipulated, and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. Based to the evaluation, this complaint is not related to a manufacturing problem. The defect observed during the evaluation corresponds to the description of the event but cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? When was the mesh exposure first noted by a physician? Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2014 and mesh was implanted. The patient experienced dyspareunia and vaginal prosthetic exposure (right anterior vaginal cul-de-sac). Current status of the patient: re-intervention for excision of the exposed portion of the sub-urethral sling. Actions taken in the healthcare facility for the management of the patient: re-intervention for excision of vaginal prosthetic exposure. The sub-urethral sling had been placed at another facility. We have informed the surgeon who performed the placement. Additional information has been requested.